Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, quality engineering evaluated the device, and it was determined that the impactor device failed visual inspection due to observed thread damage. It was noted that a hand torque was used to successfully remove the pinnacle cup device. It was observed that there was medical debris in the threading which may have caused the adhesion. It was further determined that the threads passed inspection when subjected to a thread depth check and go/no go gauges. It was determined that the most probable cause for the found defect was improper handling by the user; the item had medical debris in the threads contributing to excessive adhesion of the cup attachment. The user likely did not adequately clean the components before debris dried within the threads. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: hip acetabular cup pinnacle device, (B)(6) 2021 the complete facility address was not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the impactor device had a pinnacle cup device stuck on the handle. According to the reporter, the device may have been cross threaded. It was reported that there were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.